Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found damage to the dilator tip during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported the physician found damage to the dilator tip during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen catheter for analysis. The dilator was not returned. No definite signs of use were observed. Visual analysis could not be performed on the dilator as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip could not be confirmed through complaint investigation. Visual, dimensional, and functional analysis could not be performed on the dilator as only the catheter was returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.